Event description:
It was reported that the patient presented via merlin.net transmission. Transmission revealed non sustained right ventricular oversensing. It was determined that low level, high frequency noise was inhibiting pacing. Myopotential oversensing was suspected. Low frequency attenuation filter was turned off. Oversensing was resolved by programming changes. Patient was doing well.